Event description:
The manufacturer representative reported following a pump replacement the concentration of drug used in the pump was incorrectly programmed. A priming bolus was performed during the procedure to prime the new pump tubing. The concentration of drug was programmed at 1000 mcg/ml when it should have been 2000 mcg/ml. The pump was reinterrogated post operatively and the error was corrected. There was no adverse pt event.